Manufacturer narrative:
Despite that there was no adverse clinical effect to the pt reported by this hosp for this specific case there is no indication of a general quality or performance issue with the brainlab device, the corresponding brainlab measures for the anticipated potential risk are already in place, a risk to pt health could not be excluded for this specific circumstance, since an add'l surgery was performed. After registration by the user the brainlab software did not find a match that was as accurate to the pt's actual anatomy as desired. This situation was not detected by the user, despite the corresponding verification functionalities of the navigation software that are available. In addition the user did not calibrate the microscope before its usage in combination with the navigation as required. The combination of both, the non-detected imprecise initial matching and the non-calibrated microscope resulted in a noticeable inaccuracy. There is no indication of a general quality or performance issue with the brainlab device, corresponding brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer add'l training to this hosp.

Event description:
A cranial surgery (open craniotomy) was performed using the aid of the brainlab navigation sys, a resection of an acoustic neuroma was intended. According to the hosp, the surgeon: detected in the postoperative mr scans that the result of the surgery was insufficient and; decided to perform an add'l surgery for this pt. There was no adverse clinical effect to the pt reported by this hosp for this specific case.